Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("horrid period"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy (scheduled)). At the time of the report, the medical device removal, menstrual disorder, fatigue and anxiety outcome was unknown. The reporter considered anxiety, fatigue, medical device removal and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("horrid period"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy (scheduled)). At the time of the report, the medical device removal, menstrual disorder, fatigue and anxiety outcome was unknown. The reporter considered anxiety, fatigue, medical device removal and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case (B)(4) was duplicate of this case therefore this case (B)(4) was marked for deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.